Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging copd related to a CPAP device's sound abatement foam. The reported event of copd and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of the device and found dust and dirt contarmination was observed throughout device enclosure and airpath; evidance of water ingress on the blower and blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, amount of liquid ingress and contamination were observed and are consistent with being from an external source. In the previous MDR, section e1 ( telephone no), g1 was incorrect. Section g3 was incorrect and the correct dateshould be - 08/16/2021 section h6 were updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chronic obstructive pulmonary disease. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.